Manufacturer narrative:
Additional information: d9, g3, h3, h6. Findings: dark brown debris found throughout motor, bearings affected and loud/noisy. Corrective measures: motor needs complete cleaning. Affected parts need to be replaced, load and final testing. See vendor evaluation.

Event description:
On 20-jan-2026, it was reported by a sales representative via (B)(4) that an ar-200m cable motor is hot to the touch. Noticed during a case, swapped, and case completed with no patient effect.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.